Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated the device was reprocessed at the customer site before being sent in for repair and followed the instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material remaining was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope, had chemical liquid remains in the channel during the reprocessing. The customer discovered red chemicals or a dried blood, but not sure exactly what was it, and that it was very hard to come off. The event occurred during reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: red substance inside channel; cut in the button #1; control knob movement loose; distal end plastic cover had minor dents and scratches; light guide lens had ships at edges, peeling on cement; bending section cover or distal sheath rubber glue had a crack; insertion tube had scratches; scratches on grip and color ring on suction cylinder was missing; and light guide tube had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.